Event description:
It was reported that the atrial lead dislodged due twiddler syndrome. The lead was capped on (B)(6) 2022 and replaced. The patient is in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.